Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation, the polarsheath was inserted into the patient and there was no issue when aspirating blood, however, air was seen in the irrigation tube of the sheath. The sheath, the 3-way stopcock and irrigation set were exchanged and the procedure was completed successfully with no patient complications. It was noted that the irrigation set was a non-boston scientific device. The polarsheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.